Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic cholecystectomy one of the suture wings above the threaded anchor broke during insertion. To resolve the issue, a new trocar was opened and used by the surgeon to complete the case. There was no patient injury.